Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer also required assistance setting the time/date in meter. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The blood glucose testing is performed by the customer six times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer have not had any recent changes in diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 225 mg/dl and 240 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.